Event description:
Caller reported a cgm error which was identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, resulting in the resolution of the issue, and the caller successfully started their sensor session without further errors.